Event description:
At the beginning of pt hemodialysis treatment a leak was seen in the blood tubing set approximately 12" from the arterial dialyzer connector. Blood was returned to pt and a new bloodline was set up. Estimated blood loss due to the leak is 225cc (estimated by facility as one cup). Initial examination of the bloodline showed a clean cut which extended approximately half way around the tubing circumference.